Event description:
The customer initially reported "door handle broken" and "no signal". While on the asp field service engineer (fse) noted the unit emitting oil mist. The fse reported that the customer did not notice the oil mist due to exceptional room air venting. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter and verified that oil mist was no longer being expelled.